Manufacturer narrative:
E1: name: tandem. Country: united states of america. Street: 11045 roselle street. City: san diego. State: california. Zip code: 92121. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient faced infusion set patch did not stick to skin upon insertion on (B)(6) 2026.